Manufacturer narrative:
Date sent: 08/08/2008. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hepatectomy procedure, the hand switch could not be activated. Another device was used to complete the case. There were no adverse consequences to the patient.